Manufacturer narrative:
Additional information: the issue reoccurred on a loaner system. A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. This instance will be added to that test track record.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive while using a (B)(4) endoscope. It was reported that the mouse would not move in the application software. It was reported that disconnecting the endoscope did not restore functionality. To continue the procedure, the site performed a hard shutdown and restart of the navigation system and continued without the endoscope. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.